Event description:
Technical services received a call on 01 /02/2013 from sales rep. The lead was implanted on (B)(6) 2012 to infection. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).